Event description:
It was reported via clinic notes dated (B)(6) 2011 and received on 01/20/2012 that a vns patient experienced an increase in seizures since his last visit on (B)(6) 2010. The patient was restarted on clonazepam on (B)(6) 2011 and since that time, the seizures are shorted in duration lasting 2 minutes versus five minutes but are occurring more frequently. On average, the patient has two tonic seizures daily with stiffening of his entire body. The patient continues to have daily myoclonic seizures that occur as single events throughout the day that are brief and said to not be interfering with the patient's quality of life. The vns device was said to be functioning properly so other treatment options were discussed. The patient is not a candidate for resective surgery as he has generalized seizures. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received from the patient's nurse practitioner on 02/16/2012. She stated that the increase in seizures is due to a decrease in the patient's dosage of clonazepam. The patient was re-started on clonazepam. The seizures were below pre-vns baseline levels.